Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the patient was admitted to the emergency rescue room, resuscitation was given during the rescue process, and ECG monitoring with defibrillator was used to prepare for defibrillation. The monitoring waveform showed slow heart rate, and the heart rate was 0, which interfered with the doctor's judgment. No injury was reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. The issue was resolved by replacing external paddle and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.